Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that an area of the screen of the programmer was not working. It was noted that the cursor jumped. The bezel overlay assembly was replaced and the stylus was calibrated. The tabs on power cord door were broken and were replaced. Reimaged hard drive and reloaded software. The programmer then passed functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the upper left area of the programmer's display was not working and the stylus required re-calibration. There was no patient involvement.